Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of a 23mm sapien 3 valve, in aortic position by left transfemoral approach. The patient had a severely scoliotic spine accompanied with a very tortuous aorta, which made advancing the delivery system and valve through anatomy challenging as there were some resistances. At the level of the thoracic aorta, proximal to the aortic arch, the valve remained stuck and could not advance. A few small attempts were made at crossing the arch before retracting the device following a sudden drop in pressure. An aortogram was performed, which demonstrated a significant aortic dissection. The patient was intubated, a coda balloon was inflated to stabilize the patient and control the bleeding. A stent was placed by the vascular surgeon. Another aortogram was performed, which demonstrated bleeding through the thoracic stent therefore the coda balloon was re-inflated inside the stent to control the bleed. The patient required multiple rounds of defibrillation, CPR and epinephrine. Unfortunately, the patient expired.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information. Based on pre-decontamination evaluation of the device, flex tip was separated from flex shaft tip was noted. The investigation is ongoing.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation and the following was observed. Flex tip was separated from flex shaft. Edges at the separation site were uneven, stretched, and rough and valve remained crimped over the balloon inflation area. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for unable to track system through anatomy was unable to be confirmed. However, the complaint for system components separate during use was confirmed. A review of manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Due to unavailability of work order, review of the DHR and lot history was unable to be performed performed. Additionally, a review of the IFU and training manuals revealed no deficiencies. Unable to track system through anatomy in this case, ''the patient had a severely scoliotic spine accompanied with a very tortuous aorta, which together made advancing through anatomy challenging as there were some resistances. At the level of the thoracic aorta, proximal to the aortic arch, the valve remained stuck and could not advance. A few small attempts were made at crossing the arch before retracting the device following a sudden drop in pressure.'' As mentioned, the patient had a severely tortuous anatomy. Tortuosity can lead to challenging pathways for the delivery system to travel through. As such, it is possible the tortuosity led to the advancement difficulties. System components separate during use. Excessive manipulation can cause the flex tip to separate from the flex shaft. Based on the nature of the tear, the bond between the flex tip and flex shaft appears to have been stretched to failure. If this was an inadequate bond (due to manufacturing), there would be more of a clean separation between the two components. However, from the stretching/rigidity of the break that was seen on the bond of the returned device, the bond appeared to have been pulled passed its tensile point, suggesting that the flex tip was manipulated and pulled. It is possible excessive manipulations were exhorted to overcome the advancement difficulties leading to the separation without the return of applicable imagery, a definitive root cause is unable to be determined. However, available information suggests procedural factors (excessive manipulation) contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.